Event description:
A company representative reported that the locking cover of an ozark plate fractured approximately 5 months post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.

Manufacturer narrative:
Corrected data: b5, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the locking cover of an ozark plate fractured and migrated approximately 5 months post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.